Event description:
It was reported that during surgery, upon inserting the implant into the disc space, the top plate pivoted into flexion while still on the inserter. As the surgeon did not feel comfortable leaving the implant in this position, it was removed and replaced with a new implant. No patient or surgical impact was reported.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : unknown event, replace by a new implant. Informations received that a implant was explanted during a mobi-c p&f surgery. There was no patient impact and surgery delay of 10 min. The surgery was completed with a prothesis of the same size . Additional information was requested. Investigation ongoing.